Event description:
It was reported that signal loss occurred. On 10/23/2025, the patient¿s cgm began to consistently display signal loss on both her cgm mobile app and omnipod insulin pump. On 10/25/25, the patient began to feel weak, incoherent, and nauseous. A bg meter reading was done and found to be 400 mg/dl while the cgm was still in a signal loss state. The patient¿s friend took her to the ER for evaluation. At the ER, the patient¿s bg meter reading was 600 mg/dl while the cgm was still in signal loss. The patient¿s sensor and insulin pump were removed. The patient was diagnosed with dka and admitted to the ICU. She was treated with IV fluids, IV insulin, IV potassium, and IV magnesium. The patient was discharged after 3.5 days. The patient was ¿fine¿ at the time of report. It was determined that loss of connection was related to the mobile application. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.